Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic and tactile inspection revealed outer damage (stretched) 54cm from the strain relief. The outer was also necked 1mm distal of the stretched portion of the shaft. Functional testing consisted of attaching an inflation device filled with water to the hub of the sterling catheter. When pressure was applied, water filled both the balloon and the damaged portion of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the shaft was inflated. The target lesion was located in a vessel of the arm. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, when the physician inflated the balloon in a fistula and further up the catheter shaft, it look s as there was an additional small balloon that was inflated more proximally on the shaft. The procedure was completed. With this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the shaft was inflated. The target lesion was located in a vessel of the arm. A 5.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, when the physician inflated the balloon in a fistula and further up the catheter shaft, it look s as there was an additional small balloon that was inflated more proximally on the shaft. The procedure was completed. With this device. No patient complications were reported and the patient's status was stable.